Event description:
This (B)(6) yr old male pt in the (B)(4) study had a distal type I endoleak at the conclusion of the deployment procedure on (B)(6) 2012. The pt was being treated for a 7.0 cm aortic aneurysm. The proximal neck had an inverted funnel shape with partial plaque/thrombus. The left iliac artery had mild tortuosity, mild calcification and no occlusive disease. The right iliac artery had mild tortuosity, no calcification, and no occlusive disease. The pt received a main-body device a right iliac leg, and a left iliac leg. A main-body extension was also used below the renals. There was no difficulty deploying any of the components. No other devices were placed and no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, or thrombus. A proximal type I endoleak was noted. No further info has been received since the deployment procedure.

Manufacturer narrative:
Expiration unk as lot is unk. (B)(4). Device manufacture date unk as lot is unk. Event eval: still under investigation.